Event description:
Patient with permanent atrial fibrillation and labile rate was on a negative chronotropic medication called digoxin that was titrated as an out patient in the clinic to a dose of .125 mg on monday, wednesday, and friday to keep the heart rate between 60 and 85 beats per minute. The patient was admitted to the hospital for a medical condition. The sunrise cpoe device has a drop-down menu to order dosing intervals, without a manual over ride. The drop-down menu and over 50 options for dosing intervals but none were for monday, wednesday, and friday, or three days per week. As a result, the patient was either overdosed or underdosed, which is significant in view of his age and the narrow therapeutic ratio of digoxin. This represents a defect in the device and the FDA should require a manual over ride option in order to individualize medication doses.